Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for peripheral neuropathy. It was reported that the patient has pain from the device and wants it removed. The patient said this started probably 2 years ago. No further complications were reported.